Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. A controller and six batteries were returned for investigation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned screen batteries in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of the devices revealed that the controllers and screened batteries met specifications. An evaluation of returned batteries (B)(4) was not performed as these batteries pertain to the recall fsca apr2014.1; therefore product evaluation is not required. The returned batteries (B)(4) passed visual inspection and functional testing in a lab environment. The returned controller (B)(4) passed visual and functional testing. System testing did not indicate any abnormal operation of the controller. The reported event was confirmed via review of the controller log files, which revealed multiple power switching events. Heartware has opened an internal investigation to evaluate these types of issues. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screened batteries are most often attributed to communication errors between the controller and battery. Power switching events involving unscreened batteries are most often attributed to a faulty cell. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. The most likely root cause of the reported 'power switching' event is a combination of batteries with faulty cells and a communication error between the controller and batteries. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. *this is six of seven reports (3007042319-2014-01133 and 3007042319-2015-1282, 1311, 1294, 1295, 1310, 1312) submitted for devices related to the same event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately two years, two months and two weeks post hvad implantation, it was reported that the patient experienced premature switching from one port of the controller to the other. All the batteries and the controller were replaced. There was no reported patient injury as a result of this event.

Manufacturer narrative:
Information received on 01/14/2016, the patient was discharged after the procedure in stable condition and is alive on support. The pump was explanted on (B)(6) 2014. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files. Analysis of the device revealed that the device deviates from release specifications; the device passed functional examination but failed dimensional and visual examination most likely due to the scoring marks observed on the lower housing ceramic and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate can be attributed to occlusion/suction event might have occurred due to the ingestion/formation of thrombus. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. There is no indication that the device malfunctioned, the patient condition may have caused or contributed to the event. Serious and life threatening adverse events, including death and worsening heart failure have been associated with use of this device as outlined in the instructions for use (IFU). It is reasonable that all pertinent information has been reported. No additional request for information will be sent. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.